Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's knee arthroplasty was revised after a fall; a polyethylene component was noted to be broken during the revision surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products- tib plate sz 3 catalog# 00588000300 lot# 62768970, straight stem ext 12d x 145 mm catalog# 00598801012 lot# 62662494, segmental dist fem size c rt catalog# 00585001302 lot# 62174849, seg male-female taper 180 mm catalog# 00585004618 lot# 61068599, seg proximal femoral body 38 mm offset catalog# 00585003038 lot# 62404135, femoral head catalog# 00801802202 lot# 62954898, liner assy catalog# 00500104222 lot# 62891670, segment male-male taper 90 mm catalog# 00585004809 lot# 60846734, bipolar metal shell 42 mm catalog# 00500104200 lot# 62892147.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Corrected dob. Reported event was confirmed by review of the provided photographs. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Pictures were provided and examination of the pictures determined that the segmental polyethylene insert was fractured. As stated in surgical technique IFU precautions the excessive demand/ severe loading conditions on polyethylene insert (box) may affected the reported issue. Without the opportunity to review the complaint product or surgical procedure, the root cause for the reported issue is cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.